Event description:
Literature: clark c, ngo t, comiter cv, anderson r, kennedy w. Sacral nerve stimulator revision due to somatic growth. The journal of urology. October 2011;186(4 suppl):1576-1580. Doi:10.1016/j.juro.2011.03.098 summary: the authors report on four pediatric patients who underwent sacral nerve modulation at an average age of 12.1 years. The authors describe their experience during the phenomenon of growth spurts associated with lead malfunction that necessitated revision between (B)(6) 2007 and (B)(6) 2010. All patients reported initial success; subsequently 3 patients required a total of 5 revisions due to lead malfunction with an average of 1.5 years between surgeries. In those requiring revision the average somatic growth between revisions was 8.1 cm. Preoperatively interrogation confirmed high impedance (values not recorded), consistent with the lead as the cause of device malfunction, in all cases in which the lead was revised. Return of efficacy was reported after each revision; all patients had functioning nerve stimulators in place and continued to have a positive subjective response. To date there have been no device infections or permanent explantation. Reportable event: the authors report on a (B)(6) male (patient 2) implanted with a sacral nerve stimulator for low capacity bladder, detrusor-sphincter dyssynergia and incontinence. At approximately (B)(6), the patient experienced a malfunction of the connection to the stimulator and the device was replaced. Correction subsequently demonstrated lead malfunction, which was corrected 2 months later. There was no evidence of fluid in the electrode/stimulator interface and all connections were dry with no gross abnormality at each stimulator replacement. See attached literature article.